Event description:
Letter from physician stating rptr has asked him to render an opinion concerning her condition as it related to the silicone gel breast implant products liability litigation settlement notice issued by justice pointer of the united states district court, northern district of alabama (master file # cv92-p-10000-s, civil action # cv94-p-11558-s). He believes that rptr has an atypical connective tissue disease (actd). She has raynaud's phenomenon, polyarthritis, a hep-2 ana repeated positive at 1:40, arthralgias, myalgias, ongoing significant fatigue lasting more than six months, ongoing cognitive functions, sicca symptoms, sleep disturbances, bowel irritability, alopecia, nasal mucosal ulcers, and burning pain about the chest wall. She thereby qualifies for a diagnosis of actd based on a number of the sets of criteria outlines in section 4 under the atypical connective tissue disease section. She has recurring moderate pain but is able to perform some of her usual work activities. (*)this info was submitted as follow-up 9/14/94: rptr had the implants when she was left with minimal breast tissue. She elected to try the new "safe" way to augment her breasts.